Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had fainted two times. It was discovered that the right ventricular lead had dislodged and ventricular fibrillation was observed. The patient was brought to the cath lab and the lead was successfully repositioned. The patient was in stable condition.